Event description:
It was reported that inappropriate therapy from oversensing occurred; apparent lead fracture also reported. A new pace/sense lead was implanted 12/5/05. No patient complications have been reported as a result of this event.